Manufacturer narrative:
The service technician found the brakes functioning as designed. The technician in serviced the account on the function of the bed.

Event description:
The account alleged the brakes were not locking. No pt impact.